Event description:
During a left knee scope procedure using a svc repl, mdu, hand cntrl, pwrmx, it was reported that the patient had a burn. The handpiece was in the patient¿s knee when the physician noticed the burn. The procedure was completed with another handpiece. The patient¿s post procedure condition was reported as stable.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).